Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
The customer stated that she experienced high blood glucose and when she removed the reservoir from the insulin pump, she noticed that insulin leaked down the side of the reservoir. The customer did not save the reservoir to return for analysis.